Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient implanted in (B)(6) 2023 had a lead revision on (B)(6) 2024, due to the tined lead causing back pain. Currently, the patient is complaining again of back pain where the tined lead enters the body. The device was shut off a few days ago, and the patient states still has back pain and would like the device removed. The patient has a tentative appointment scheduled on (B)(6) 2025 to have the device removed. A patient outcome was not reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "discomfort" and "implant pain" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient implanted in (B)(6) 2023 had a lead revision on (B)(6) 2024, due to the tined lead causing back pain. Currently, the patient is complaining again of back pain where the tined lead enters the body. The device was shut off a few days ago, and the patient states still has back pain and would like the device removed. The patient has a tentative appointment scheduled on (B)(6) 2025 to have the device removed. A patient outcome was not reported.